Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08695 inches. The insulin pump was monitored and no unexpected low battery alert alarms occurred during testing. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl at the time of the incident. The customer was had a car accident due to the low incident. The customer was given candy and glucagon to treat. The customer did not experience any low symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was driving. The customer mentioned diminished battery life on the pump. The insulin pump will not be returned for analysis.